Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. Device evaluated by MFR.: returned product consisted of a rebel catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was one stent strut that was bent back. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 3.00 rebel stent was advanced but failed to cross the lesion. The device was removed and the stent strut was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.